Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawers 2.1 & 2.2 failed to be detected by bus. A field service engineer (fse) reseated and inspected all cables in all drawers after the customer reported recurring drawer failures. The issue was resolved, and all slide bumpers were checked. The fse also disabled the network adapters sleep mode. The customer tested the station and reported no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 not detected on bus, required maintenance. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to access the drawer, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.